Manufacturer narrative:
Taper ii. Additional information: date of report, date rec¿d by MFR, type of report, if follow-up what type, device evaluated by MFR, event problem and evaluation codes. Device evaluation summary: a visual examination was performed on the received access port ii with taper type ii. The port tubing was noted to be separated past the ss connector, approximately 3.8" from the taper tubing junction. White particles were observed on the outer surface of the port housing and port tubing. Needle marks were noted on the port septum. Blue discoloration was observed on the end of the port tubing. A port leak test was performed, and leakage was noted on the port taper. A fill inspected test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, an opening consistent with a needle puncture was observed on the port taper where the device was noted to be leaking. The end of the port tubing had a striated end cut, consistent with the removal of the device. Needle marks were observed on the port septum.

Manufacturer narrative:
Unknown taper. The reporter of the event was asked to indicate product serial number. To date, no further device information has been received by apollo. The taper type is unknown. A visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap® system access port needles. Do not use standard hypodermic needles, as these may cause leaks. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak in gastric band port system". Port was removed and replaced.